Event description:
An adult pt experienced hypotension a few minutes after the start of an rcmap transfusion through the device using a syringe. The transfusion was stopped and pt was infused with fluid replacement and recovered. The dr suspected both the rc product and the device and therefore changed both. The transfusion was restarted with a spontaneous flow rate and hypotension occurred within 5 minutes. The transfusion was stopped and pt was released from the hosp. Pt was being transfused for improving anemia after an operation.